Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Item is non-repairable. Device history records review was conducted. The report indicates that the: DHR review for part # 03.825.002 lot # h055338. Release to warehouse date: (B)(6) 2016. Expiration date: n/a. Supplier: (B)(6). No ncrs were generated during production. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair (s&r) department documented that synthes evaluation equipment has a broken weld. The issue was identified during inspection activities of the evaluation set. There was no patient involvement and no procedure. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the part was examined under magnification and found to be welded per print. The weld was cracked completely through the center; this tells us force or bending was applied beyond its capability. A review of the device history record concluded that product met all specifications at time of shipment. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed on the returned subject device. A visual inspection, device history record (DHR) review, manufacturing investigation, and product development investigation were performed as part of this investigation. The complaint condition can be replicated therefore the complaint is confirmed. The instrument (03.825.002, lot h055338, qty 1) was returned because the weld was reported to be cracked and the knob unthreads. The weld on the knob is cracked all around and is able to be unscrewed from the shaft. The back of the knob has visible signs of impaction. The knob can be threaded back into place. There are no visible signs of damage on the shaft or m4 and m8 threads. Based on the observations, it is likely that the size of the weld did not have enough strength for the applied impaction loads. The 03.825.002 syncage evolution spindle is an instrument routinely used in the syncage evolution system. The spindle instrument (03.825.002) is designed to mate with the syncage evolution (03.815.001) and synfix evolution (03.835.100) holders. The knob will be impacted to insert a trial spacer. Based on the observations, it is likely that the size of the weld did not have enough strength for the applied impaction loads. Appropriate actions have been taken to determine if further action is required as a result of the valid design issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.